Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that hub of the teflon angiographic catheter came off. It is unknown if/how the procedure was completed, but there were no injuries or additional procedures reported.